Event description:
Complainant alleged that while attempting to capture ECG reading on a female pt in her fifties using a four lead ECG cable, the device displayed an "ECG lead off" message. The medics then switched to paddles and still received a "ECG lead off" message. The pt was then moved and stat-padz multifunction electrodes were applied and treatment was continued. Complainant indicated that the pt subsequently expired.